Manufacturer narrative:
E1:name: (B)(6) country: spain street: (B)(6) based on the available information, this event is deemed to be a reportable malfunction to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that patient experienced three infusion set fell off due to adhesive issue during use on (B)(6) 2026. The length of infusion set was in use for one to two days. The patient replace infusion set and resumed insulin delivery successfully.